Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet bionic pancreas with humalog, with blood glucose reaching 464 mg/dl and remaining elevated despite high insulin delivery shown on device reports; the healthcare provider suspected cartridge leakage, and the lot number was 31829. Symptoms included hyperglycemia. Outcomes included self-management with a manual subcutaneous insulin injection of 14 units and a subsequent infusion set change, after which blood glucose trended down to approximately 140 mg/dl the same day. Investigation included review of device data indicating insulin delivery and user follow-up on infusion set replacement and site selection; the user reported no visible cannula bending, no perceived insulin leakage, and relocated the infusion site to the opposite side of the abdomen due to suspected scar tissue. Investigation of this case revealed a discrepancy between delivered insulin and glycemic response consistent with potential subcutaneous absorption impairment or possible cartridge integrity concern. It was concluded, based on previously established findings for similar reports, that the most likely cause was impaired insulin delivery to the subcutaneous tissue related to infusion site factors, with cartridge leakage not confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.